Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the insyte bl 22ga x 1.0in catheter tip was found damaged with a hole in it during use. This complaint was created to capture the 3rd of 4 related incidents. The following information was provided by the initial reporter: "the brand new catheter would have a burr at the top. The needle went in but did not go in straight. The tip of the catheter was already damaged prior to the lead veterinary technician using it."

Manufacturer narrative:
H.6. Investigation: four unopened unused samples were received by our quality team for evaluation. During visual inspection, it was observed that two of the samples had damaged catheters, confirming the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. A review of the manufacturing process shows that the defect may have occurred at the tipping process. A jagged tip or catheter tip integrity is a result of insufficient or no tipping lube. This might be caused due to the lube supply controller not supplying sufficient lube. See h.10.

Event description:
It was reported that the insyte bl 22ga x 1.0in catheter tip was found damaged with a hole in it during use. This complaint was created to capture the 3rd of 4 related incidents. The following information was provided by the initial reporter: "the brand new catheter would have a burr at the top. The needle went in but did not go in straight. The tip of the catheter was already damaged prior to the lead veterinary technician using it."